Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the gen11 showed error after few activation. The error message kept showing after re-connection & changing hand piece (hp054). Then the tip was broke after <5 min usage. There was no patient consequence.